Event description:
A surgeon reported a pt with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Additional info was received from the surgeon who reported that the pt was not experiencing issues with her vision because her best corrected visual acuity was 20/25. He also reported that the pt has a history of dry eyes and trachoma with conjunctival concretions.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported for this lot. (B)(4).